Event description:
It was reported that a swan-ganz catheter was placed on september 5th in the left femoral vein with a sheath. There was unknown difficulty with the swan and monitoring equipment. Per the user, the swan was displaying inaccurate values. On september 6th, the patient ultimately expired despite multiple life-saving interventions, including placement of impella device. Per the user, the death of the patient was not associated with the swan-ganz catheter. The product is not available to be returned for evaluation.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the facility. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device discarded by facility.